Manufacturer narrative:
Ppat sensor was failed, servo module was replaced. Device works as intended. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: "during preventive maintenance we found that ppat's value can not be adjusted to zero. We try to adjust ppat's position on inspiration valve but had still the same problem. After that it was resolved by replacing with a new inspiration valve. Then ppat an be adjusted and all full calibrations have passed."

Event description:
Hamilton medical ag received the following incident description: "during preventive maintenance we found that ppat's value can not be adjusted to zero. We try to adjust ppat's position on inspiration valve but had still the same problem. After that it was resolved by replacing with a new inspiration valve. Then ppat an be adjusted and all full calibrations have passed."

Manufacturer narrative:
Ppat sensor was failed, servo module was replaced. Device works as intended.